Event description:
During the review of the patient's medical records provided by legal, the company was informed that the patient reportedly had a small bump in her left incision following the reimplant surgery in 2008. Four months later, the doctor indicated that this bump probably represents a small reaction to the monocryl subcuticular suture. Four months later, the doctor indicated that the patient has a possible neuroma at that site. This condition made it uncomfortable for the patient to wear some of her external equipment. The patient underwent a surgery to excise the left postauricular neuroma and foreign body.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgery was successfully performed and the patient's device remained implanted. This is the final report.